Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-01806 and 2210968-2013-01812 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence with intrinsic sphincter deficiency, anterior and posterior vaginal vault prolapse. It was reported that the patient had the concurrent procedures of an anterior and posterior repair, and cystoscopy performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, nocturia, and incontinence.

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary frequency, nocturia, and incontinence.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2017. Additional b5 narrative: it was reported that the patient died on (B)(4) 2015.

Manufacturer narrative:
Additional patient codes: (B)(4)- symptomatic rectocele additional narrative: it was reported that the patient underwent excision of eroded vaginal mesh, posterior colpoperincorrhaphy and cystourethroscopy on (B)(6) 2011 by dr. (B)(6) m.d., due to symptomatic rectocele with erosion of previously placed posterior vaginal surgical mesh.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.